Event description:
The customer contacted stryker to report that their device would not respond when the shock button was pressed. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.